Manufacturer narrative:
Updated: pt identifier, date received by MFR, type of reports, if follow-up, what type?, device evaluated by MFR?, evaluation codes, additional MFR narrative. (B)(4). Only the delivery device was returned to the factory for evaluation, the loading device was not returned. The delivery device was evaluated in response to the reported "fitting problem". Blood was not observed in the delivery tube or on the device, which indicates there was no attempt to deploy the device into the aorta. The slide lock was disengaged. The plunger was fully depressed on the delivery device. The tension spring assembly was present inside the delivery tube, however the seal was hanging outside the tube. The following measurements were taken; the inner delivery tube diameter was measured as 0.197 in. The outer diameter was measured at 0.218 in. The length of the delivery tube was measured at 2.50 in. The length of the delivery tube was measured at 2.50 in. The values recorded were within the tolerance specifications. The presence of the majority of the seal assembly outside the delivery device, the absence of blood in the tube and the observations of the slide unlocked and the plunger fully depressed indicate that the device was inadvertently ejected prematurely prior to placement in the aorta. The instruction for use instruct the user not to unlock the slide or depress the white plunger until the delivery device is removed from the loader and placed in the aorta. Based upon the received condition of the device, the reported complaint for a fitment issue was unable to be confirmed. We were able to confirm premature deployment.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal dropped inside of the delivery device. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal dropped inside of the delivery device. A replacement device was used to complete the procedure. The hospital did not report any patient effects.